Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with multiple no delivery alarms. The customer states they believe the device not providing basal rates, along with bolus. The customer states they have been in the 400mg/dl range. The customer's most current blood glucose level was 260mg/dl. The customer states they have been on manual injections. The customer states they will call back when they are on the pump and issues arise in order to troubleshoot.